Event description:
It was reported that the customer alarmed motor error during rewind. Troubleshooting was performed, and the drive support cap was loose. The device was not dropped or exposed to a high magnetic field. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump alamed for motor error during basic occlusion test and unable to prime due to protruded/loose drive support disk. No motor rewind anomaly noted. Unable to verify for e70 alarm due to over written pump history file. Pump was received with minor scratched display window, cracked case at display window corners. Cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.